Event description:
(B)(6) clinical trial. It was reported that during a percutaneous coronary intervention, a vessel dissection occurred. The patient presented with class 3 stable angina in (B)(6) 2013 and underwent cardiac catheterization procedure which revealed 2 target lesions. The first was a 99% stenosed lesion located in the ramus artery with a reference vessel diameter of 3.1mm and a lesion length of 8mm. The lesion was predilated with an unspecified balloon and a 3.00 x 12 mm promus element stent was deployed, resulting in 0% residual stenosis. The second was a 90% stenosed lesion located in the proximal right coronary artery with a reference vessel diameter of 3.7mm and a lesion length of 8mm. A 3.50 x 12 mm promus element stent was implanted in this 2nd target lesion. Following the deployment of a 3.50 x 12 mm promus element stent in the proximal right coronary artery, a dissection was noted. This was treated with a placement of a 3.5 x 9 unspecified drug eluting stent. No additional patient complications were reported and the patient was discharged the following day on dual antiplatelet therapy.

Event description:
It was further reported the stent used to treat the dissection noted after the implantation if the 3.5 x 12 promus element stent in the proximal right coronary artery was a 3.5 x 9 non bsc drug eluting stent.

Manufacturer narrative:
Updates: describe event or problem, relevant tests/lab data, other relevant history. (B)(4).

Manufacturer narrative:
(B)(4). Device is a combination product.device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).